Event description:
Report received indicated the pt experienced a red, itchy rash and a few satellite lesions with clear exudate underneath the adhesive border. The pt experienced the condition during a period of 1 month prior to complaint receipt. Pt treated with stomahesive powder and barrier wipes. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented if from three different product applications. The report states that there are no significant trends.